Manufacturer narrative:
Pdc made multiple attempts to retrieve suspect product(s) but pt said his wife already returned it. Tracking info of prepaid envelope does not show meter as having been shipped back to pdc. Meter could not be evaluated.

Event description:
Pdc received a call on (B)(4) 2011 reporting medical intervention that occurred on (B)(6) 2011. Caller, pt's wife, stated that the pt took a blood glucose test on his prodigy meter earlier that morning around 10:00 am, before leaving the house, and received a reading of 200 mg/dl. Caller said 2 hours lapsed and pt passed out as he was coming out of a lawyer's office. Doctors from the neighboring clinic provided assistance during the wait for medics. Medic's meter read above 600 mg/dl and pt was transported to the ER. Pt was given insulin and fluids. Total time in ER was 8 hours later. Pdc sent replacement w/prepaid envelope and requested return of suspect product(s).